Event description:
It was reported via repair work order that the bed would raise but not lower due to motion interrupt pan malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.